Manufacturer narrative:
(B)(4). Concomitant medical products: 11-103204 ¿ taperloc femoral stem ¿ 388770, unknown head ¿ unknown part and lot unknown liner ¿ unknown part and lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11207, 0001825034 - 2018 - 11208, 0001825034 - 2018 - 11212. Limited information was provided.

Event description:
It was reported that patient underwent a revision surgery approximately 9 years post implantation and a second revision surgery approximately 1 year after that. During the second procedure, all components were removed and replaced and patient experienced 2200ml of blood loss. No medical intervention is noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes stating the amount of blood that was lost during the surgery. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.